Manufacturer narrative:
One catheter was returned for evaluation. The syringe, introducer, contamination shield and pressure transducer were not returned. No obstruction was found at the distal port or the distal lumen hub. All through lumens were patent without any leakage or occlusion. The thermistor was submerged in a 37.1c water bath and read 37.1c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. The balloon inflated clear and concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed on the catheter body or balloon. Balloon inflation test was performed using lab 25cc syringe with 20cc air. Visual examinations were performed under 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report could not be confirmed during the evaluation. No indication of a manufacturing defect noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "the blood temperature and pressure readings were unstable during use. The exact values were unknown, but the temperature was shifted between the normal blood temperature and what appeared to be the room temperature. The pressure waveform was sometimes overdamped. It is unknown if there were any error messages observed. The monitor and cable were replaced, but the problem was not solved. Reportedly, the physician was not accustomed to using catheters and he considered the possibility that the problem was caused by his procedure. No diagnosis or treatment was given based on the inaccurate readings." No patient injury was reported.